Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with slurred speech, left facial drooping and right sided arm weakness. On admission, the patient's lactate dehydrogenase (ldh) level was elevated, the inr value was therapeutic, and the urine output was clear. A CT scan showed an embolic stroke. The patient was continued on their usual anticoagulation and the neurological symptoms reportedly resolved and the ldh decreased on its own. The patient was upgraded to status 1a on the heart transplant list and received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No device related issues were identified during the evaluation of (B)(4). Examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation that would have affected pump function. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.